Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation and a review of the call by medical surveillance. The patient advised the csr that on (B)(6) 2018 at 12.30pm, the patient obtained an inaccurately high result of ¿337 mg/dl¿ on the subject meter, compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with a combination of insulin doses (humalog; self-adjusted and lantus; fixed doses). She stated that she increased her dose of medication immediately after obtaining the alleged inaccurate result and took 8 units of insulin in response to the alleged inaccurate high reading. The patient explained that at 2.00pm she experienced symptoms of ¿dizziness and blurry vision¿, which the patient stated she associated with low blood glucose. She explained that she self-treated her symptoms with food and drink immediately at the onset of symptoms. The patient denied performing a blood glucose test on another device. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used at the time of testing. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips at the time of the initial call. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.